Event description:
It was reported that this pacemaker was found to be in a safety mode with limited device functionality. Technical services (ts) recommended an immediate device replacement and return of the device for analysis. The patient was scheduled tentatively for a device changeout however, the patient tested positive for covid and the physician would like to delay the changeout procedure. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to safety mode. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in a safety mode with limited device functionality. Technical services (ts) recommended an immediate device replacement and return of the device for analysis. The patient was scheduled tentatively for a device changeout however, the patient tested positive for covid and the physician would like to delay the changeout procedure. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in a safety mode with limited device functionality. Technical services (ts) recommended an immediate device replacement and return of the device for analysis. The patient was scheduled tentatively for a device changeout however, the patient tested positive for covid and the physician would like to delay the changeout procedure. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted due to safety mode. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically-observed fault code, reversion to safety mode.